Event description:
It was reported that this right ventricular (rv) lead was capped and left in-situ during a scheduled device change. The physician advised the rv lead had visible insulation damage at the proximal end of the lead against the white labelled sleeve. A new lead was implanted successfully without any complications. Outside, of the revision, no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and left in-situ during a scheduled device change. The physician advised the rv lead had visible insulation damage at the proximal end of the lead against the white labelled sleeve. A new lead was implanted successfully without any complications. Outside, of the revision, no adverse patient effects were reported.